Event description:
This report is being filed after the subsequent review of the following literature article. Treatment of severe mandibular fractures using ao reconstruction plates scolozzi p., and richter. M. American association of oral and maxillofacial surgeons. J oral maxillofac surg 61:458-461, 2003 this articles origin in switzerland. This study was to retrospectively evaluate the use of 2.4-mm ao titanium reconstruction plates for mandibular fractures. It was analyzed the clinical and radiologic data of 63 patients with 63 single fractures (53 comminuted, 5 dislocated, and 5 with bone loss) and 2 patients with double fractures. The mean age of the patients was 34.3 years fifty patients had a successful treatment outcome without complications; 13 patients developed minor complications; and 2 patients developed nonunion with infection requiring hardware removal and reosteosynthesis with bone graft. This is report 1 of 1 for (B)(4). This report is for an unknown plate.

Manufacturer narrative:
This device is used for treatment not diagnosis. Treatment of severe mandibular fractures using ao reconstruction plates scolozzi p., and richter. M. American association of oral and maxillofacial surgeons. J oral maxillofac surg 61:458-461, 2003. This report is for an unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.